Manufacturer narrative:
Incidental findings: pins #3 and #4 in the white power connector and pin #4 in the black lemo power connector were broken off. Missed the software label. The serial number label was also slightly worn off; no serial number readable. Pump running leds (symbol) were dim. Manufacturer's investigation conclusion: the report of damaged pins within the controller black and white cables was confirmed during evaluation of the returned heartmate 3 system controller (B)(6). Visual inspection of the returned system controller confirmed that pins #3 and #4 in the white power connector and pin #4 in the black power connector were broken off ¿ these pins are responsible for the negative power lines of the black/white power cables. The controller was functionally tested and was found to perform as intended. The missing pins did not prevent the controller from appropriately operating a mock loop. No alarms were produced. A log file was extracted from the system controller during testing, however it contained no relevant data regarding the controller¿s missing pins. The pump operated at speeds above the low speed limit throughout the log file. The root cause of the damage to the system controller was unable to be determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the integrity of the power module patient cable. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. The power module IFU under precautions section stated to not force together connectors without proper alignment. Forcing together misaligned connectors may damage them. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications, and was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damaged pins within the controller's black and white cables was confirmed during the evaluation of the returned heartmate 3 system controller (B)(6) visual inspection of the returned system controller confirmed that two pins in the white power connector and one pin in the black power connector were broken off, these pins are responsible for the negative power lines of the black/white power cables. The controller was functionally tested and was found to perform as intended. The missing pins did not prevent the controller from operating a mock loop appropriately, and no alarms were produced however the alarms can be reproduced on battery support. A log file was extracted from the system controller during testing; however, it contained no relevant data regarding the controller's missing pins. The pump operated at speeds above the low speed limit throughout the log file. The root cause of the damage to the system controller was unable to be determined through this analysis. In conclusion, the analysis of the provided video directly correlates the observed connect power (power cable disconnect) to the missing pins of the white power cable's connector. During the investigation there were incidental findings of missing the software label, worn serial number label; no serial number readable, and dim leds. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance specifications, and was shipped on 20dec2018. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the integrity of the power module patient cable. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. The power module IFU under precautions section stated to not force together connectors without proper alignment. Forcing together misaligned connectors may damage them. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator called describing an audible alarm of one beep every second when the patient switched from the mobile power unit (mpu) to the 14v batteries. A damaged pin was identified from the controller black and white power cables as well as inside the set of battery clips. The patient was advised to switch to the mpu and come urgently to the hospital via a well equipped ambulance. Upon review of the patient's products in the emergency room, there was a damaged pin noted in the mpu patient cable. The patient's controller, battery clips and mpu were successfully exchanged. Related manufacturer reference number: 2916596-2021-02802.